Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Physical examination of the returned attune femoral impactor found a large crack on the back of the device, as well as two smaller cracks on the middle of the front surface of the device. Additionally, examination found a small fragment of the device is missing, indicating it broke off at some point. Physical analysis found sufficient evidence to confirm cracking of the returned attune femoral impactor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor cracked when impacting the implant. No pieces of the instrument broke off. No delay in surgery. Cracked down the side of instrument. Instrument is available for return.